Manufacturer narrative:
An event of dizziness, nausea, and transient ischemic attack was reported. The results of the investigation are inconclusive since the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2017, a 25 mm trifecta was implanted. On (B)(6) 2019, the patient presented to the emergency department for dizziness and nausea. A CT scan was performed and a tia was confirmed. The patient was treated with a medication change of 81 mg aspirin to resolve the issue. The patient has a history of hypertension, diabetes, hyperlipidemia. The ae was unrelated to the implant procedure. (Clinical site patient ID: (B)(6)).